Event description:
It was reported that a pt underwent a laceration closure procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke near the swage. The pt was taken to x-ray and then was re-sedated and the fragment was removed. No additional info was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00877. The same pt is represented in each medwatch.